Manufacturer narrative:
(B)(4). Batch # unknown. (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What trouble shooting step were taken to open the device? How did the surgeon force the device to open? Were there any issues with closing the device? Were there any issues with firing the device? Were there any issues with reloading the cartridge? What is the lot number of the device that was used in the case? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that after reloading the cs40g cartridge, the surgeon fired the device, but the jaw did not open with the release button. Thus, the surgeon had to force the jaw to open. Due to the force while opening, the rectum of patient was minimally injured. Procedure that was a lar operation but changed to an ileostomy procedure.

Manufacturer narrative:
(B)(4). Date sent: 03/07/2022. Additional information received: expiration and manufacturing dates received.